Manufacturer narrative:
We have reviewed the production records of the excor stationary driving unit, s/n (B)(6) . The last preventive maintenance on the driver was performed by berlin heart inc service engineers on 07/26/2021, according to the manufacturer specifications. The driving unit was evaluated in consultation with an engineer from the manufacturer of the ikus driving unit, berlin heart gmbh. Upon review of the log files, it was found that the site used the ikus since 09/06/2021 and made some parameter adjustments on 09/07/2021. After that, the site did not change any parameters until they replaced the ikus driver on 09/13/2021, despite a large of amount of reoccurring flow alarms for the right and left blood pumps. No pressure alarms occurred during the time the ikus unit was in use on the patient. Most of the flow alarms (right, and also left) appeared during the daytime. At night there were only a few alarms. Changing the ikus parameters could have avoided most of the flow alarms. According to the log files, there was no indication that the ikus stopped or paused. After discussion with berlin heart gmbh service engineer, the ikus ran on a mock loop for 4 hours with the same ikus settings used at the site, 220/-20/65/40% on left and 140/-20/62/40% on right. It ran without any errors and the ikus never stopped or paused during the entire test duration of 4 hours. The static and dynamic pressures, the left and right pneumatic settings, and the flow measurements were all checked before the ikus was tested again for a duration of 96 hours. The ikus was tested on a mock loop with the same setting as noted above. The ikus ran without any errors and the ikus never stopped or paused during the entire test duration of 96 hours. All of the testing and review of the log files could not confirm that the ikus unit paused while in use on the patient. In case of a failure of the ikus stationary driving unit, the customer is instructed per the instructions for use (IFU) to switch to the backup ikus provided.

Manufacturer narrative:
We have reviewed the production records of the excor stationary driving unit, s/n (B)(4). Last preventive maintenance on the driver was performed by berlin heart inc service engineers on 7/26/2021. The unit was serviced according to our specification. In case of a failure of the ikus stationary driving unit, the customer is instructed per the instructions for use (IFU) to switch to the back up ikus provided. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart inc. Was informed by the site that the ikus noted above was in use on a patient supported in a bvad configuration. The ikus alarmed "check right pump and driving tube!". When the physician entered the patient room to assess the situation, she reported that the membrane of the rvad blood pump was in the end diastolic position and did not move for a period of 2 minutes. The same alarm occurred several times during that 2-minute period but no other type of alarms occurred. The physician verified that there were no kinks in the cannulas or driving tube. The ikus continued to function as expected and the lvad pump had complete fill and ejection. The patient remained clinically stable. The rvad blood pump spontaneously restarted without any intervention. The site exchanged the driving unit to the backup ikus without any untoward effect to the patient.